Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device pilot balloon was broken. It was reported that the armed intubation probe whose balloon exploded once placed in place. The patient was desaturated and had emergency reintubation.